Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from five years remaining to two and a half years remaining in just a couple of months. Moreover, the patient was in atrial fibrillation all of the time since the last three months and had the rhythmiq on. The health care professional (hcp) had turned off the rhythmiq. To date, the device remains in service. No adverse patient effects were reported.